Event description:
The customer reported that the battery would not charge. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As the device was out of warranty, the customer contacted manufacturers product support (pse) for assistance. The customer reported the unit would operate on ac power but the backup battery would not charge. The customer reported the power supply was replaced to address the reported problem and the device was operational on both ac and backup battery power.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.